Event description:
The customer reported that her blood glucose reached 274 mg/dl and that the cannula dislodged from the infusion site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.